Event description:
Report was received that the surgeon experienced difficulty lifting the flap. The procedure was not completed and the patient was rescheduled to return to the surgery center at a later date. No additional information has been provided.

Manufacturer narrative:
The patient interface (pi) concomitant product lot cp02220 was received and evaluated. Visual inspection found the returned sample had circular scribe on the cone lens, which indicates that the pi was used in a procedure. White debris and particles were also observed on the inner and outer side of the cone lens. Some residues were also observed on the inner side of the lens. These conditions could be related to the handling of the unit in a non-sterile environment. The quality field technician tested that the clip properly disengages the left lever handle by applying light pressure on the suction ring assembly. The clip properly disengaged. The gripper assembly passed functional clip inspection for the sample returned. Suction testing was performed using the original syringe for the pi returned. Results were found within specifications. Dimensional testing results were within specifications. No failure was detected with the product.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.